Manufacturer narrative:
In follow up with the physician, it was indicated that the pt's symptoms were related to the injection, not hypersensitivity. Symptoms resolved 2 days after injection.

Event description:
A physician reported a pt who was treated with two formulations of collagen into the vermilion, vermilion border, and cupid's bow on 09/02/1997. Approx one hr after the implantation the pt experienced bruising and swelling at the site of injection which resulted approx in a three fold increase in the size of the injected area. The pt had a throbbing sensation at the injection site, but there was no discoloration of the skin or itching. Both skin test sites remained asymptomatic. The pt also mentioned that her tongue itched, which the physician did not believe was related to collagen. The physician prescribed a medrol dose pack and benadryl. On 09/08/1997, the pt contacted the office and stated that the swelling had resolved, and that correction was gone as well. The physician discontinued the medrol. The physician believed the swelling was a mechanical event related to the trauma of the injection procedure and not a hypersensitivity.